Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would not take an nibp reading. They could hear the pump motor working. However, the pressure would only build to about 23-25 mmhg and then stop, but the motor kept running. There was no error message when this happened. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) would not take an nibp reading. They could hear the pump motor working. However, the pressure would only build to about 23-25 mmhg and then stop, but the motor kept running. There was no error message when this happened. Service requested / performed: evaluation / repair. Investigation summary: upon nihon kohden repair center's (nk rc) evaluation, the reported problem of the nibp pump not working was duplicated and it was discovered that the nibp pump had malfunctioned. The malfunctioning parts were replaced to resolve the issue. Nibp failure is caused by a number of reasons, including device damage and broken components.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) will not take nibp and that the pump motor works, as they can hear it running. However, the pressure only builds to about 23-25 mmhg and then stops building; but the motor keeps running. There is no error message when this happens. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the bsm. Central nurse's station: model: cns-6801a. Sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) will not take nibp and that the pump motor works, as they can hear it running. However, the pressure only builds to about 23-25 mmhg and then stops building; but the motor keeps running. There is no error message when this happens. No patient harm reported.